Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the sensing and therapy electrodes. A registered nurse reported the patient is allergic to nickel and was prescribed nystatin and balmex. Follow up indicated that the skin irritation is improving.